Event description:
It was reported, the distal tip of the sheath fell off into a patient. Several months after the procedure, the patient complained of pain and a second procedure was performed to remove the distal tip. Additional details have been requested but not yet provided.